Manufacturer narrative:
E3: occupation: consultant. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient developed a pseudoaneurysm and required thrombin injection. The angio-seal device was deployed inside patient. The patient had minor harm, however they recovered, and no follow-up treatment needed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the vessel during the procedure resulting in the formation of a pseudoaneurysm. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).